Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found. The product was returned with a different lot number than was reported and noted on the initial MDR. Lot number changed from unavailable to l43487. Expiration date changed from unavailable to 5/22/2019. Unique identifier (UDI) # changed from (B)(4). Manufacturing date changed from unavailable to 11/22/2017.

Manufacturer narrative:
The product was not returned for evaluation. It was reported the cannula may not have been inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / pages 44 - 45 warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached over 500mg/dl while wearing the pod on her hip/buttocks for between 4 and 24 hours. She stated that the patient felt the cannula poking her while in class and that it appeared bent up when the pod was removed. Treatment included multiple daily injections (mdi) and changing the pod. Setting changes had been made to increase the patient's basal on (B)(6) 2018.